Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported the nurse paused the infusion while the patient ate and left the room. After 40 minutes, the nurse came in to restart the infusion and the bag was empty. There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Investigation conclusion: the customers report the nurse pausing an over infusion was not observed in the pcu event log nor was replicated during testing. The review of the pcu error log found no errors or malfunctions on the reported incident date and time. The review of the pcu event log identified an infusion of maintenance ivf (drug ID 2) that was restored at a 250ml/hr vtbi 1000ml. The infusion was started on (B)(6) 2021 at 7:20 and completed on (B)(6) 2021 at 12:15 am. The calculated volume infused is 1000ml. The log records the confirming a call back alert. The user then selects the source pump module and restores the previously programmed infusion of maintenance ivf (drug ID 2) at a rate of 250ml/hr vtbi 1000. The source pump module is immediately paused and channeled off, seven minutes later. The log could not determine the amount of volume within the IV bag at the time the infusion was restored on (B)(6) 2021 at 12:23 am. Testing performed on the source pump module found the device infusing in specification. The latch and sear were tested to determine if the sear engages the administration set¿s safety clamp. Testing found the sear engaging the safety clamp successfully. Device inspection: pump module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The internal inspection found no irregularities. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer reported complaint of over infusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 16feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported the nurse paused the infusion of dextrose 5% in 0.45% sodium chloride (d5 1/2 ns), while the patient ate and left the room. Insulin drip 100u/100ml in ns was being titrated. After 40 minutes, the nurse came in to restart the infusion and the bag was empty. There was no patient harm. The customer stated no further information is available.